Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and found insulin pump rattles. No harm requiring medical intervention was reported. Mmt-1812 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a blank display. No unexpected rattling noise was noted when the pump was shaken. The pump was cut open to perform a visual inspection. Found the battery tube power connector not being connected properly to pcba 1. Connected the power connector and retrieved the pump software version and verified the internal serial number. No loose components, physical damage, or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Blank display is confirmed due to the main power connector not being connected properly to pcba 1. The complaint of unexpected rattling noise when the pump is shaken is not confirmed. For additional information regarding the tests performed, refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.